Event description:
Cause of death confirmed to be due to sudden cardiac death in the setting of critical coronary artery stenosis per medical examiner's office. Device was explanted. Explanted device has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The generator was received for analysis.

Event description:
Product analysis was completed for the returned generator. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
A physician reported that a patient had passed away. The cause of death was not known, but was suspected to be related to a heart attack. A review of the manufacturing records for the patient's implanted lead and generator confirmed they were both sterilized per manufacturing specifications and passed all quality inspections prior to release for distribution. No further relevant information has been received to date.